Event description:
A minimum fill notification was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller attempted to load a new cartridge and successfully filled it with 250 units of insulin, resolving the issue after following instructions to clean the pump and remove it from the case. The case was subsequently closed by technical support.